Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The gas inlet valve was replaced to resolve the reported issue. No report of patient involvement. UDI # (B)(4).

Event description:
The hospital reported a gas inlet valve error preventing mechanical ventilation. There was no report of patient involvement.